Event description:
It was observed that during the device evaluation it was found the connector was damaged, water invasion was observed. There were no reports of patient involvement. No harm was reported.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation it was found the connector was damaged, water invasion was observed. There were no reports of patient involvement. No harm was reported.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.